Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: a review of the pump¿s history showed no activity related to the complaint. No evidence of internal moisture was found in the battery compartment and the compartment and battery cap were returned intact with no damage or moisture. Unrelated to the complaint, the display was blank. The screen was found to be cracked. After a few minutes within powering on, the pump started to feel warm. The display screen was removed a test screen was installed, and no overheating or alarms occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.